Event description:
During a procedure a cancellation occurred. During the procedure stimulation channels 2 and 3 were found to not function and the issue could not be resolved. The procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received into the lab for analysis. The power on self-test and preliminary voltage measurements were performed and confirmed the stimulator passed the internal hardware self-test criteria. It was also confirmed that the stimulator communicated with the ep-4 touchscreen successfully upon self-test completion. The stimulator was then subjected to, and subsequently passed, an extended pacing and memory test without issue. No self-test failures or communication faults were identified throughout testing as the returned stimulator functioned as intended during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the field reported cancellation due to non-functioning channels 2 & 3 could not be conclusively determined as no anomalies were identified throughout investigation.